Event description:
We received a report from a surgery center that a female patient had an intraocular lens (iol) implanted in the right eye on (B)(6) 2012. The lens was explanted without an enlarged incision on (B)(6) 2012 due to dysphotopsia. The event was not due to a user/handler error. No patient complications were reported.

Manufacturer narrative:
(B)(4). All pertinent information available to amo has been submitted.

Manufacturer narrative:
Manufacturing records review: the device manufacturing records were reviewed and show no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. Visual inspection of the returned lens showed the lens had been cut in half. No optical deviations on the optic parts could be found. Conclusion: the device passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process, therefore no production related cause is expected. All pertinent information available to abbott medical optics inc has been submitted.